Event description:
It was reported that during a device therapy upgrade procedure, this right ventricular (rv) lead was connected to the new device and lost capture around one volt, stopped threshold, and went to setting screen. The patient was without pacing for six seconds, but was fine. Causation was attributed to a known spotty radio frequency (rf) telemetry in that facility. Subsequently, the lead was surgically abandoned and replaced with a new lead of a different model. No adverse patient effects were reported.